Event description:
It was reported to philips that the external paddles would not defibrillate. The physician discharged two times at 150j and then discharged only 50j. There was no negative pt impact. Another device was used to treat the pt.

Manufacturer narrative:
(B)(4).